Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. Entrapment is related to case conditions and cannot be replicated in a lab environment. Returned device analysis identified a guide separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. The patient effects of hematoma and pain are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The cause of the entrapment was due to a break of the guide at the end of the guide tube. When the guide is broken the ability to close the foot can no longer be accomplished as the design features for closing the foot are unavailable. Factors for guide break include but are not limited to angle of insertion, calcification, rotation of the device with the foot open, patient movement/body habitus, and sub-optimal placement. In this case, there was no report of a failure to cycle, which would be expected if the break occurred during advancement. Calcification was not present. Therefore, patient habitus/movement and/or device manipulation and/or sub optimal placement are possible causes; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure with a 5f sheath. Reportedly, the device was unable to be removed from the vessel. A hematoma formed and the patient was in pain. A surgical cutdown was performed to treat the hematoma and remove the device. A crossover [pti] was performed, and a covered stent was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.